Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that telemetry could not be established with the device possibly because it was at its end of life. The device remains in use. No patient complications have been reported as a result of this event.